Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that there was a problem in c-arm movement. The fse performed the troubleshooting action and found that one of the extension boards was off and examined the geometry board's condition by opening the l-arm cover. The fse restarted the system. After the restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was unspecified movement problem on the allura xper fd20 system. No harm has been reported to philips. Philips has started an investigation of the complaint.